Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated: "other#". The 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The information received suggests that during a blood transfusion a leak occurred when the tubing separated from the drip chamber. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a separation and leak was confirmed. Visual inspection observed that one of the tubes had separated from the top of the drip chamber; the separated tubing had not been returned for investigation. Due to the sample being heavily contaminated and the tubing not being returned for investigation, it was not possible to confirm how much solvent had been applied to the tubing. The other tubing remained securely attached to the top of the drip chamber. The probable cause of the separation is inadequate amount of solvent during assembly.